Event description:
During routine testing of the device at the service center, the user observed error code f133 after the hi-pot leakage test. The arterial blood parameter monitor was replaced to resolve the problem. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.